Event description:
A product liability claim was raised. It is reported that the pt was implanted (it was a revision surgery) a biolox option head adpt, 12/14, 36x+7 in (B)(6) 2014 (exact date unk, entered here as (B)(6) 2014). The pt reports that she continues to experience pain since revision surgery.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the pt has not been revised. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Due to fact that this is a legal claim, our legal dept has been provided w/the available facts from the customer. Zimmer (B)(4) winterthur legal dept is well trained and passes all info concerning the case to our complaint handling dept. As soon as supplemental info becomes available an updated report will be submitted. Zimmer's ref no. Of this file is (B)(4). Note: this is a split case w/zimmer warsaw, ref no. (B)(4).